Event description:
It was reported that during surgical procedure, a repair of umbilical hernia with mesh under general anesthesia that two separate single use (2) 5 millimeter "stat tack auto suture" fixation devices malfunctioned during the surgical procedure for a pt who had reported mild periumbilical pain. The documentation both devices were reported to have "crunched" and did not work after that. No injuries were reported by the operating room staff. No complications were documented by the surgeon during the procedure. Devices were both "covidien stat tack auto suture fixation devices" that were 5 mm single use. Device #1 = ref omsttss, lot # p7c0329x, use by 03/31/2022; device #2 ref: omsttss, lot # p7d0695x, use by 04/30/2022.